Event description:
It was reported during photo selective vaporization of the prostate gland, fiber cap broke was noted. The physician flushed out the cap was reported. There was no injury to the patient reported due to this event.

Event description:
It was reported during photoselective vaporization of the prostate gland, fiber cap broke was noted. The physician flushed out the cap was reported. There was no injury to the patient reported due to this event.

Manufacturer narrative:
Device available for evaluation corrected. Device evaluated by manufacturer updated. Evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge.the fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks, and slight tear. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.